Event description:
End user states with these catheters he would note hurt with insertion and he would see blood at the tip of the catheter upon retraction. It was a small amount on on catheter tip and would stop immediately. He said the tips of those felt "too sharp on the end" compared to the others he had used and thinks they cut him inside urethra. He said the defect was visible after examination. This emdr is to address sharp edges.

Manufacturer narrative:
A2: age: 65, sex: male. D2: common device name: catheter, urological . E1: patient country: (B)(6). G1: complainant phone: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.